Event description:
A sonoma crx was implanted on (B)(6) 2012. The lateral cross screw was not placed. The surgeon decided to omit the screw and leave it out. At 2 months post op, the fracture appeared to be collapsing and the implant was removed.

Manufacturer narrative:
The lateral locking cross screw was omitted during original surgery, which is a failure to follow the instructions for use. The fracture lost reduction and collapsed. The IFU clearly states the cross screw is necessary to secure the implant.